Event description:
Revision surgery 2 months post primary due to shoulder instability. The surgeon revised the liner and glenosphere successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 2108195: 63 items manufactured and released on 11-oct-2021. Expiration date: 2026-09-21. No anomalies found related to the problem. To date, 31 items of the same lot have been sold without any similar reported event. Additional item involved in the event, batch review performed on (B)(6) 2022: reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452), lot. 2103683. Lot 2103683: 78 items manufactured and released on 16-jun-2021. Expiration date: 2026-06-01. No anomalies found related to the problem. To date, 54 items of the same lot have been sold without any similar reported event.